Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. The customer's blood glucose level was 52 mg/dl at the time of the incident. The customer was assisted in troubleshooting for low blood glucose. The customer was not alleging that the insulin pump was over delivering. The customer was treated with juice, sugar tablets and food. The insulin pump will not be returned for analysis.